Event description:
A patient called lfs in 2002 to report patient's fasttake meter was reading inaccurately erratic. Patient has not been basing insulin on meter readings because patient is worried the meter is inaccurate. Patient states the meter has been reading erratic since approximately 8/2001. Patient has been nauseous and vomiting for about 6 months. Patient has gone to the doctor frequently for the issue of patient's vomiting. Patient reportedly has not been eating until 5 or 6pm, that is when patient's stomach settles. Patient reportedly doesn't take insulin if patient doesn't eat. Patient not comfortable taking insulin based on the meter's readings. Patient's doctor did give patient a separate sliding scale to take when patient is ill. Patient's reading have varied. Patient tested on another meter immediately after and obtained a reading of 139 mg/dl. Patient's complaint is that patient could have ben giving self too much or too little insulin. Patient has not had any reactions or requried any medical intervention in the past 6 months. Patient takes lantus 17 units before bed. Patient is also on a sliding scale of humalog 1 unit for every 15 mg of carbohydrates. Patient reportedly had an appointment with patient's endocrinologist coming up.